Event description:
Boston scientific received information that this device recorded a shock impedance measurement of 0 ohms. It was indicated that the patient used a vagal stimulator and questioned if the impedance measurement could be caused by noise. The shock impedance measurements had been stable over the past year at 80 ohms. All isometric testing and pocket manipulation showed stable shock impedance manual reading with no more than 10 ohms difference through this testing. Boston scientific technical services (ts) and engineering reviewed the provided data. It was determined that electromagnetic interference (emi) was the source of the errant impedance measurement. All other shock impedance daily measurements were appropriate and the device was functioning appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.